Event description:
During review of a case report (literature) on (B)(6) 2010, a possible adverse event associated with the use of a gore hemobahn device was identified: a (B)(6), male, pt was implanted with a hemobahn device to treat a vessel dissection, which had resulted from balloon dilation of a left sfa occlusion. No antibiotic therapy was administered. The pt was discharged in good condition on a daily aspirin regimen. Approx two weeks later, the pt presented with a painful swollen mass on the inferior aspect of the thigh. An abscess had formed around the device. The device was patent. The pt received IV antibiotics, which quelled the symptoms. The hemobahn device was patent at least four months and two weeks after implant when the pt was readmitted for acute left leg ischemia. The pt stated that he stopped taking the prescribed oral antibiotics because he felt well. The left sfa was occluded and a femoro-popliteal bypass surgery was performed. The hemobahn device was not removed.

Manufacturer narrative:
The hemobahn device remains implanted. The investigation into this event is in process. Additional info has been requested from the physician.